Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set was leaking. This event occurred during patient infusion of zoledronic acid while using an unspecified infusion pump. The location of the leak was not specified. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two devices were received for evaluation: device #1: during visual inspection, a hole was observed in the tubing. Clear passage, pressure and functional testing were performed and the leak was confirmed due to a hole in the tubing. The reported condition was verified. The cause was determined to be a human error during the manufacturing process. Device #2: visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage, pressure and functional testing were all completed and performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.